Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. At the consumer's request, the surgeon was not contacted.

Event description:
A consumer reports seeing halos around lights that has not improved in three years following bilateral intraocular lens (iol) implant surgery. Her doctor has put her on drop therapy and given her sunglasses with reflective coating; but nothing seems to help. She states that her vision is good. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.